Event description:
(B)(4). This system was returned to the manufacture for normal preventative maintenance. During the evaluation of this system: once opened, inspection of the interior components showed discoloration and appear to have been overheated or exposed to a corrosive. This system is beyond repair. This info was communicated to the owner of the device. This unit is unrepairable.